Manufacturer narrative:
Confirmation was received that the correct serial number of the analyzer was (B)(4). Analyzer performance testing was performed.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer had a reoccurring issue with questionable high troponin t hs results since (B)(6) 2017. Data was provided for one patient sample that was tested on (B)(6) 2017. The initial result was 23.97 pg/ml and the repeat results were 8.49 and 8.85 pg/ml. The erroneous result was not reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 17645200 with an expiration date of 12/31/2017. The serial number of the cobas e 411 immunoassay analyzer was either (B)(4). Clarification was requested but was not provided.

Manufacturer narrative:
The field service representative performed preventive maintenance on the analyzers and no further issues were reported. A specific root cause was not determined.